Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that 10111260 - connecta plus3 10cm white -394995 - leakage - nogales white leaked. I'm writing to you because the (B)(6) is reporting a problem with the 10cm 3-way pvc extension tubes with tap, part no. 394995, offered as an alternative to part no. Dh-10-3v. The end cap seems more difficult to unscrew and leaks when draining. What's more, the diameter of the extension tube is thinner than the old reference, which means it can't be held on the hook of the 1-way infusion set. Our question is: does the dh-10-3v 10cm reference still exist? If so, we'd like to switch back to this reference, which was perfectly suited to our nuclear medicine department. If not, do you have another alternative for 3v pvc extension tubes with tap?

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.